Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (exposed wires) has been confirmed. Upon investigation the electrode belt ECG "c&d" cable was cut, damaging wires in the cable. Additionally, the cable connecting ECG a and b was cut and the cable connecting the distribution node (dn0 the rear therapy electrode was pulled from the strain relief. The root cause for cut cables was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that a belt had a damaged cable.